Event description:
It was reported to hp that a patient was being monitored on the defib and went into cardiac arrest. The doctor shocked him at 200j twice and the defib displayed system failure. When the defib was switched off and on, it still displayed system failure. There was no injury to the patient.